Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the non tortuous, non calcified, 70% stenosed left anterior descending artery. The vessel diameter was reported as 3.5 mm. The vessel was pre dilated with a 2.0 x 10 mm balloon. The physician deployed a taxus express2 3.5 x 12 mm drug eluting stent at 12 atm for 20 seconds. The stent was post dilated. The stent was well positioned and well apposed. The physician was unable to withdraw the balloon after stent deployment and balloon deflation. He had to pull and tug hard to remove the balloon. No pt complications were reported and the pt's condition is okay. Plavix was administered post procedure.